Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements, loss of capture, and dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported.